Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated higher than expected total beta human chorionic gonadotropin (access tbhcg) results above the normal reference range for two patients. The erroneous results were reported out of the laboratory, and questioned by the clinician. Subsequent testing produced lower results within the normal reference range for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plasma tube. Centrifugation information has not been supplied to date. Qc charts indicate both levels of bhcg qc have been performing within the established ranges for the past two weeks. Additional system information has not been supplied to date. Service was dispatched on (B)(4) 2011 for this event. The fse verified instrument performance; no issues were noted. The fse and customer ran one patient sample on both dxi instruments in the laboratory and on another dxi instrument in the sister hospital; all results were within the precision claims of the assay. The fse reviewed pre-analytical and patient sample issues which could contribute to reproducible elevated results. A definitive root cause has not been determined to date for this event.